Manufacturer narrative:
The device was returned for evaluation. During inspection, it was confirmed that a purge sidearm bypass was performed. A crack in the yellow luer of the purge sidearm was confirmed. The root cause of the purge leak/damage was yellow luer damage. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 67 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the purge filter cracked. The physician performed a bypass. No reports of adverse events were reported.